Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The direction for use states, "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus." The complaint is stating that the procedure was a venogram. However, the device is not recommended for a venous setting. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl¿ esophageal balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.